Manufacturer narrative:
An event of the right femoral artery dissection due to a pseudoaneurysm after implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2020, a 27mm portico valve was chosen for implant using flexnav delivery system. The valve was successfully implanted. After the procedure, there was a right femoral artery dissection due to a pseudoaneurysm at the access site of the delivery system. Sheath dilatation was required along with a thrombin injection to resolve this event. The patient's activated clotting time (act) level was 300 seconds, and heparin was administered. No blood transfusion was required. The patient was transferred to the ICU overnight.